Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) indicated that there has not been a recurrence of the issue.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the behavior could not be replicated and analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess)procedure. It was reported that the site was attempting to register, however, their instruments were not being detected. It was recommended to the site to adjust the emitter. The site adjusted the emitter, however it would still not track. The site eventually aborted navigation. There was a less than 1-hour delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
Additional information: patient information was unavailable. If information is provided in the future, a supplemental report will be issued.